Event description:
During attempted implant, the atrial lead could not be inserted into the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of lead insertion difficulty was confirmed. Analysis of the device header found that the atrial (a-) port contact spring was dislodged from its ring slot in the connector. The spring had been pushed down in the connector port and was blocking full lead insertion into the port. Additionally, the shape of the spring was distorted when it was pushed down in the port. The visual findings are consistent with occurring at the time of the implant procedure when the lead was being inserted into the device header. When the spring was removed out of the connector port, and a new spring was installed, the is-1 leads could then be fully inserted into the port. No other anomalies were found in the atrial connector port.